Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 16.5 cm distal to the df4 connector pin. The proximal and the distal lead fragment were received and subjected to an extensive analysis. The analysis demonstrated dried blood and tissue residuals around the fixation helix. After removing these residuals from the fixation helix the mechanical analysis was properly feasible. The fixation helix could be easily extended and retracted. Furthermore the shock coil and the conductor cable to the ring electrode was found deformed due to tensile forces applied during the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.

Event description:
Ous MDR - this rv lead was dislodged. On (B)(6) 2017 the physician tried to reposition the lead, however the screw would not retract due to patient anatomy. The physician cut this lead and implanted a new lead.